Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, cause and psc codes. A good faith effort for follow-up was conducted but no additional information was obtained. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to (B)(4) and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the device is inconclusive because of insufficient event information. Concomitant products: product ID 3093-28, lot# v256969, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient could not get programmer to work and always had trouble with it. The patient did not get any instructions on how to use the programmer. The patient received a new programmer for new implant. The patient was not feeling stimulation right now and was experiencing a loss of therapeutic effect. Stimulation was off and the patient was assisted with turning stimulation on. The patient's incision still had bandages. The patient's symptoms had improved in the years. The patient was going to bathroom a lot during the day and night and wearing depends all the time. The patient was currently on program 2 at 1.2 voltage. After additional review, it was noted that the patient felt stimulation when the patient left the hospital but by the time the patient got home ¿it just stopped and the patient did not feel it anymore. It was reported that the patient healthcare provider did turn the stimulator on before patient left the hospital. It was reported that the patient ¿had trouble going and still going at night¿. It was reported after the battery change the patient been going day and night but not a whole lot. It was noted at night the patient had to wear depends and now wear depends all the time. It was noted that the patient was used to going all the time.